Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they experienced a potential infection, swelling and pain. The patient also explained that due to breast implants their icm is in a different location and thus telemetry is weaker, based on the implant detect check. The patient had presented to the hospital for the day but left untreated.